Manufacturer narrative:
Pending investigation.

Event description:
Caller alleged imprecision with inratio2 meter. Results as follows: date: (B)(6) 2011, 1st inratio: 1.5, 2nd inratio: 2.2. Pt repeated the test a few seconds later using a different finger. Pt has been on coumadin for about a month or two.